Event description:
Affiliate reported that an incorrect pattie count was verified, which resulted in fluoroscopy to locate that pattie. Since the patient was destabilizing they had to be closed quickly. The following day the patient was re-opened and the missing pattie was discovered between two vertebraes. Customer has returned unused samples from three different lots, but they are unsure what lot was used in the case.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Actual device not available.

Manufacturer narrative:
Actual device sample not available. Upon completion of the investigation, it was noted the unused samples returned were tested under fluoroscopy and they passed the required specifications prior to distribution. It was not known if the lots returned were subject of the complaint. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.